Manufacturer narrative:
The customer performed a sample carryover check that was out of specification when running the urine sample after a plasma sample. The field service engineer found the sample probe did not revert to the lower position and repaired it. He replaced the rinse tubes, gear pump head, and checked the valve and probes. He ran precision testing and qc that were acceptable. The investigation could not determine a specific root cause.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 (albt2) results from the cobas 6000 c501 module for one patent urine sample. (B)(6). The low results were believed to be correct. The questionable results were not reported outside of the laboratory. The reagent lot number was 583232. The expiration date was requested but was not provided.